Event description:
It was reported that while suturing down the new right atrial (ra) lead, the physician noticed blood inside of the insulation in the same small segment of the lead where the conductor appeared to be ¿pinched¿. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).